Manufacturer narrative:
Section d9: only the external portion of the driveline was returned. Manufacturer's investigation conclusion: although the reported driveline faults were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log files contained data from (B)(6) 2021 through (B)(6) 2021. The files captured multiple driveline fault alarms. The driveline fault alarms did not interrupt pump function. Multiple controller exchanges were also observed. The account communicated that they switched the controllers several times. The pump appeared to function as intended. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear consistent with a driveline wire issue; however, a specific cause for the faults could not be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 18¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The pins of the metal connector were unremarkable. No damage was observed to the outer silicone jacket of the driveline. Upon removal of the outer silicone jacket, the bionate layer was slightly discolored, however, no damage was observed. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. Each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, the patient did not show any driveline fault alarms and the patient was discharged home. It was later communicated that the patient continued experiencing additional driveline fault alarms on (B)(6) 2021 (manufacturer report number 2916596-2021-03975). The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2021, when the patient underwent a heartmate ii to heartmate ii pump exchange. (B)(6) was returned and evaluated under manufacturer report number 2916596-2021-03932. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion.¿ the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31mar2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm in the morning. The log file displayed driveline fault alarms on (B)(6) 2021 followed by driveline disconnects on (B)(6) 2021 that were associated with a controller change. The patient exchanged the primary controller and the alarm did not resolve. The patient denied any complaints associated with reported issue. The log file displayed driveline fault alarms following the exchange. The controller was exchanged again and the driveline fault did not return on the new controller. The driveline fault reoccurred on (B)(6) 2021. The phase data indicated that the green wire was displaying degradation which was causing the alarm. The x-ray images of the driveline did not show anything conclusive. There were a few bends in the driveline internally and externally, but that could also just have been the angle of the image. A complete driveline replacement was performed on (B)(6) 2021. The patient did not have any driveline faults after the repair was completed. Related manufacturer report number of primary controller: 2916596-2021-03166. Related manufacturer report number of backup controller: 2916596-2021-03167.